Manufacturer narrative:
Additional information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The batteries were replaced in another case. After testing, the issue was resolved.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the imaging system. The x-ray 30 batteries needed to be replaced. The parts needed to be ordered. The batteries were not replaced at this time. Device manufacturing date is, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system outside of procedure. It was reported that after boot up in the morning they did the daily test on 2d images, there was a framerate error reported on the screen and they took a 3d image, it was the same error. No patient was present.